Event description:
It was reported that pump experienced malfunction during software update, where progress stopped at about 70 percent, pump rebooted, and then displayed persistent malfunction message with code malf 16. There was no adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, was instructed to place malfunctioning pump in storage mode, and was provided a replacement pump under warranty; customer was also advised to transfer pump settings and reconnect continuous glucose monitor to replacement, return problematic pump within 10 days using prepaid shipping label, and later confirmed that replacement pump with new serial number was kept while problematic pump was returned via ups after prior return authorization was canceled and reissued.